Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Health professional reported injecting a patient in the ck4, ol, and chin with juvéderm® voluma¿ with lidocaine and juvéderm® volite¿. The patient was given a cooling roll as post-treatment. The patient reported ¿abscesses¿ in the facial area at the injection sites (chin, lips and cheeks) 4 months later and had their tonsils surgically opened at a hospital with incision and open abscess treatment. The abscesses were found to correspond with ¿hyaluronic acid deposit areas.¿ a week later, the patient was treated with antibiotics. The patient experienced "scarring." The symptoms have resolved.